Manufacturer narrative:
No product was returned for evaluation as no product malfunction was alleged or identified. Even though root cause of the issue is not confirmed, review of the provided information identified potential surgical procedure may have caused/contributed to the alleged event. Device not returned.

Event description:
A patient underwent a spinal procedure on (B)(6) 2017. During the procedure, an incidental durotomy occurred at the top of the decompression above the l3-4 disk level. Treatment included closing it with stitches and a piece of duragen.